Manufacturer narrative:
(B)(4). The insulin pump had a failed battery test alarm due to a corroded battery tube. Analysis was unable to perform the operating currents, self, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the failed battery test alarm. The insulin pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was damaged. Some of the pieces on the top of the battery compartment had cracked off and had a missing piece. The customer¿s blood glucose during the incident was 101 mg/dl. They were not sure how the damage occurred. The device was replaced and returned for analysis.

Manufacturer narrative:
Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Device had minor scratched lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.